Event description:
I had noticed in the months previous that the battery life was dropping, and I had to replace them more often. Then it went to at least once a week I had to replace the battery in my minimed 700 series insulin pump. I had called medtronic about it a few times. They suggested to carry extra batteries, which I had been doing for years anyways. I was spending a ton more on batteries with no other responses from medtronic. I noticed that the pump was not working as well either. I had to take more insulin more often. I was going through insulin and batteries way more than I have in the 17 years of having a pump. My blood sugars were running very high and could have been a much bigger problem. I was already checking 3-5 times a day and now had to start checking about every 2 hrs. I was going through test strips more than ever. After medtronic came out with the notice, I called tech support again and was told my pump was fine and to just keep extra batteries. They never did anything about it. I spent a ton more money on extra supplies out of pocket as insurance would not cover more and neither did medtronic. If I wouldn't have been as vigilant as I was, I could have died from ketosis. Medtronic still has done nothing about it. My previous results were normal for a type 1 diabetic of 33 years (added that on here as well). My results have always been going down a small % since I had started on an insulin pump in 2006.